Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl, two days prior to calling tandem technical support. The customer drank juice to increase bg level. The customer indicated that settings would be discussed with the health care provider, as adjustments could be needed.